Event description:
The manufacturer received information alleging a malfunction of a trilogy ev300 as evidenced by the oxygen (o2) sputtering noise when the oxygen was above 21% fio2. No harm or injury was reported. The issue was evaluated by philips remote service technician. The customer stated during setup when o2 was connected to the back of unit and o2 applied above 21%, the o2 made a sputtering noise up to 50% o2 then the noise stopped and o2 delivery was normal. The unit removed from patient setup with no patient involvement. The customer requested troubleshooting to correct the issue. The philips remote service technician advised the customer to replace the oxygen blending module (obm) assembly and provided them with the part ID, the customer stated they would order the part and no further follow up was needed as the issue resolved. The customer took responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.